Manufacturer narrative:
Unit received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked end cap. Unit received with loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test and prime/a33 test due to loose drive support disk. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery compartment had crack. The customer¿s blood glucose level was 222 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.